Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was in the 400's mg/dl. Reportedly, the alarm was cleared to address the issue and customer declined further troubleshooting with tandem technical support.